Event description:
It was reported that when the devices and reloads were used during a small bowel resection procedure, they locked out. Sutures were used to complete the case with no pt consequence.